Manufacturer narrative:
Add'l 510 (k): k132592 - flexor radial hydrophilic introducer access set. Per information supplied by the customer, no product will be returned. A review of the complaint history, instructions for use pamphlet (IFU) and quality control activities (qc) was completed during the investigation. This product is shipped with an IFU which states under precautions section that all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. There is no evidence to suggest that the product was not manufactured to specifications. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and monitoring for similar complaints will continue.

Event description:
After inserting the sheath via radial access on a female patient without incident, the physician was unable to withdraw the sheath at end of procedure. The physician removed the sheath by surgical intervention. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.